Event description:
It was reported that "surgeon was trying to revise a two level acdf reflex hybrid. The rep states that the first instrument he gave the surgeon to remove the screws was the revision driver. The surgeon seated the outer sleeve of the driver and toggled it slightly to make sure it was engaged. As he was trying to seat the inner shaft, he felt it spinning, but didn't tighten. After a few attempts to tighten the inner shaft, he aggressively pulled on the inner shaft to remove the screw. He then switched to the screw extractor and removed the remaining screws. The tech showed the revision driver to the sales rep, and when the tech touched the tip of the inner shaft, it broke off."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, results, conclusion codes will be made available following engineering eval.